Event description:
Reference number (B)(4). Event occurred in the united states. On 24-jul-2024, it was reported that the patient infusion set cannula was bent, which cause the patient blood glucose was elevated to 400 mg/dl, therefore patient had received correction injection via mdi. The patient also reported that she went to emergency room and got hospitalized. The infusion set was in use for more than one day. No further information available.